Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 04/30/2019, belt - (B)(4) - 10/15/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Per clinical review of the patient's continuous ECG recordings, on (B)(6) 2020, the patient was in sinus rhythm at 70 bpm slowing to bradycardia at 50 bpm with CPR/motion artifact. The rhythm transitions to atrial fibrillation at 110 bpm degrading to ventricular tachycardia (vt) at 180 bpm with motion artifact. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 230 bpm, and the patient's post shock rhythm was vt at 230 bpm. The patient was in vt for approximately 18 seconds prior to the non-lifevest defibrillation. Following the non-lifevest defibrillation, the patient was in vt at 230 bpm with CPR/motion artifact for approximately 10 seconds before CPR/motion artifact obscured the rhythm and the electrode belt was disconnected. The patient subsequently passed away. The patient's equipment was returned and found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing. Due to the external defibrillations and CPR/motion artifact preventing the patient from receiving a treatment while in a treatable arrhythmia, reporting event out of abundance of caution.